Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient fell on the day of the call on her butt and back where the implantable neurostimulator is located. The patient wanted to know if the fall damaged the implantable neurostimulator. The patient said the fall was not caused by the implantable neurostimulator. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient was feeling buzzing all the time starting on (B)(6) 2019 after the fall. The patient met with their health care provider and a manufacturer representative on (B)(6) 2019, and everything was checked and looked okay. The buzzing gets worse when they put their hands over their head. The patient has increased and decreased the stimulation and the buzzing persists. The patient controller was showing stimulation on. It was reviewed that the patient could turn stimulation off to see if the buzzing goes away. The patient was redirected to their health care provider to have the settings changed if they do not like the buzzing sensation. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that a manufacturer representative (rep) checked the patient¿s device and they said that the implantable neurostimulator (ins) was okay, but the patient still had a buzzing feeling. It was unknown if the fall impacted the system in any way and the issue was not resolved at the time of the event. There were no further complications reported or anticipated.